Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the ion product be returned for failure analysis testing. However, as of the date of this report, the vision probe has not yet been received.

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the vision probe came out of the catheter "pulled apart". The diagnostic procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained additional information: the vision probe was inspected prior to use with nothing noted to be out of the ordinary. Although the vision probe was pulled apart, all of the pieces were intact, and no fragments fell inside the patient's anatomy. The vision probe had high torque, got stuck, and the wires were pulled apart. There was no patient injury.